Event description:
It was reported that the patient's wife called indicating that the patient's leads were "frayed" and he was going to see the physician. Further information was received indicating that the patient's right ventricular (rv) lead was surgically abandoned and replaced due to a lead safety switch that caused a red alert. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).